Event description:
On (B)(6) 2012, the pt was taken to surgery for laparoscopic cholecystectomy. To retrieve the resected gallbladder specimen, an endo catch gold specimen retrieval pouch by covidien was used (size is 10mm and is single use only). Pt was discharged home that evening. On (B)(6) 2012, the pt returned to surgery for laparoscopic assisted right hemicolectomy and mesenteric lymph node biopsy. During this procedure, a small linear plastic foreign body was identified and confirmed to be the plastic collar" from the endo catch pouch that separates from the product when bag is cinched closed. Specimen is retrieved out of abdomen. The counted parts per policy are: the plastic ring, the string, and the pouch. The detached collar has not been a counted item, and is not radiopaque. Diagnosis for use: gallbladder stones.